Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this pacemaker device was part of a system revision due to infection with sepsis. Additional information received indicates that a temporary pacing lead was used and is connected to an external temporary pacing device. There were no adverse patient effects reported. This pacemaker device was explanted.